Event description:
Zevex enteralite infinity pump 500ml feeding bag set connector broke at the end leaving pieces of the end connector inside the child's "j" feeding tube. Mother reports that it probably happened the night before with a different feeding bag, as red pieces were found in the child's stool, so it passed through. Mother of this child saved the pieces and end tubing of this bag for inspection.